Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving an alert during a supply change. Upon guidance from the agent, the user attempted to rewind the device and disconnect at the anchor port. Drops were initially seen from the pitchfork, but not after pressing and holding during the fill process. Inspection revealed that the cartridge was less than half full. The user replaced the cartridge with a full one, filled the tubing, and saw drops but encountered another alert. After repeating the rewind process and replacing the infusion set, insulin delivery resumed successfully with visible drops during tubing fill. No additional issues were reported. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.